Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported guide wire was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The diamondback 360 peripheral orbital atherectomy device (oad) sheared the viperwire advance guide wire. The oad and viperwire were replaced to complete the procedure.